Event description:
During gastroscopy procedure, an erbe argon plasma coagulation system was being used. The pt was grounded on right thigh and sedated under anesthesia. During use of medical device, md noticed spark and fire at tip of circumferential probe inside pt's body. Gas immediately shut off, probe retracted back into gastroscope. Water was pushed immediately through gastroscope biopsy channel. Water foot pump immediately used by md to distinguish fire. Damaged gastroscope and damaged probe removed from pt. Another gastroscope was inserted to visualize results of incident. Pt moved to recovery area. Pt is awake, alert and stable. Pt transferred to (B)(6) for observation. Pt discharged home next day.